Manufacturer narrative:
(B)(4). The report of air is an allegation against the cassette; however, since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of this report was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The patient had disconnected himself prior to alarm. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) reported through baxter's afterhours call service a system error 2240 alarm that occurred on the homechoice machine during drain 4 of 4. The hp stated she was connected to the machine at the time of the alarm; however, had disconnected prior to the alarm. No clinical consequences for the patient were reported.